Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). As a result of this device confirmation, although okm confirmed the following irregularity for this device, the causal relation with this case is unknown. Objective lens: stain. Bending section rubber: damage. Bending section rubber adhesive: lift. Bending section down and right angulation range: deviation from specification. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the rectum of the patient was scratched during the unspecified procedure using the subject device. After that, the user facility completed the intended procedure using this device. The outcome of the patient is unknown.